Event description:
It was reported that the patient was experiencing no pain relief. All device components were explanted and not returned due to facility policy.

Event description:
It was reported that the patient was experiencing no pain relief. All device components were explanted and not returned due to facility policy.

Manufacturer narrative:
The (ipg and lead) were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing no pain relief. All device components were explanted and not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7015518, UDI: (B)(4).